Event description:
Customer's son called in and stated his mother was taken by e.m.s. Due to high blood glucose levels (bg's). He stated the caregiver told him the pdm read "high" upon first testing and 3 minutes later it read 359 mg/dl. I do not have specific times because the son lives 2 hours away and gave me all the info that he could. No other info is available.

Manufacturer narrative:
The device involved will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.